Event description:
End user called to complain of the device not testing its calibration. This was confirmed by phone troubleshooting. The device was replaced and defective one returned for investigation.